Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "alarm latch not attached". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual and functional checked were performed. The customer's reported problem was verified. During investigation the pump displayed "cassette not attached properly. The pump displayed reattach cassette alarm message when a cassette was latched during the investigation. According to the investigation, the "alarm latch not attached" issue was caused by faulty downstream occlusion sensor. Service will replace the faulty downstream occlusion sensor to correct the reported problem. The problem source of the reported problem is unknown.